Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file from the event was provided. Review of the data file showed that two out of three segments from the first analysis were unable to be definitively identified as a waveform due to the presence of motion. The motion artifact caused the device to determine no shock advised. The investigation concluded that the device met specifications and performed as designed. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.